Manufacturer narrative:
Additional product code: jdw. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Photo investigation: the device was not returned. A photo-investigation was performed on the x-ray image located in pc attachment ¿rayos x.jpg". Upon inspecting the image provided, the guide wire appears to be broken at the point where the drill is passed. The allegation of embedded device however cannot be confirmed as no postoperative x-ray images were provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation as the device was broken. However, the embedded device allegation was not confirmed as there were no postoperative photos or x-rays provided. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history review - DHR review could not be performed as the lot number of the device is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during the ankle surgery, the 4.5 cannulated screw guide is placed. The guide wire breaks due to the position in which the drill is placed and fragment of it remains inside the patient. Procedure was successfully completed without any delay. This report is for one (1) 1.6mm threaded guide wire 150mm. This is report 1 of 1 for complaint (B)(4).